Event description:
Maude report ((B)(4)) voluntarily submitted by patient states that patient was revised to address pain.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A review of the device history records for lot codes 2374893 and 2378930 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Maude report (B)(4) voluntarily submitted by patient states that patient was revised to address pain. Update: (B)(6) 2013 - litigation papers received. Litigation alleges discomfort, muscle and tissue loss and increased metal ions. Date and implant, explant and side have been provided. Part and lot have been identified through an invoice search. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of a loose stem. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.